Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ICD was not deactivated before performing an ablation procedure, therefore the ICD detected it as vt and delivered therapy. Interrogation showed possible output circuit damage. A successful capacitor maintenance and firmware download were completed to restore the device to normal operation.